Event description:
It was reported that, "when the surgeon was removing a sock, the locking ring and c clip were already disassembled from the centrax."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer, device were discarded at the hospital. If additional information becomes available then it will be submitted in a supplemental report.